Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the glass container for the monomer used in the cement was broken and a chard of glass was found in the cement gun. The surgeon noticed said chard and removed it promptly prior to insertion. Doi: unknown; doe: (B)(6) 2017; unknown affected side.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). The complaint sample or any related photographs associated with this report were not provided for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0 complaints received by cmw in the last 12 months for this issue ¿ by product code: 1 by product family: 1x smartset mv if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.